Event description:
Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Target region was rca with cto in a tortuous vessel. Two automatic pullback scans were performed normally without issue. When the physician readvanced the imaging core manually after the second pullback, he noticed that the ivus image looked unusual. After removal of the catheter from the patient, the physician confirmed the imaging core punctured the outer sheath. No patient injury reported. No treatment of patient required due to malfunction.

Manufacturer narrative:
The catheter was returned and investigated by the manufacturer. Photographs of the catheter, system log files, intravascular imaging data, and angiographic images were also provided to the manufacturer as part of the investigation. The cause of the imaging window puncture could not be conclusively determined. However, there was scratching and damage evident on the imaging window which occurred at a location consistent with the proximal stent edge as was visible by ivus and angiographic images provided. It was possible that the imaging window was weakened due to contact with the proximal stent edge. The investigation of this complaint will be closed with the filling of this follow-up report.